Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Analysis of the lead found the stylet to be obstructed by blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for failure to advance the stylet was confirmed, and the cause of the reported event for failure to advance the stylet was due to blood in the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
During the implant procedure, the stylet was unable to be inserted into the right atrial (ra) lead. The lead was changed to resolve the event and the procedure was completed successfully. The patient was stable with no consequences.